Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to the shaft angle encoder. The part was replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 double roller pump was not responding to the speed control knob during priming. There was no patient involvement.